Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter revision kit, verification of sterilization, and packaging for subject catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter revision kit. Device was not returned for additional evaluation and investigation. It was confirmed that the lack of pain relief was likely due to excess scar tissue kinking the catheter. Per the instructions for use of the device, catheter kinking is a known possible risk of use of the device. It was confirmed that there were no issue with the pump and that it was explanted solely due to device age. Internal complaint number: (B)(4).

Event description:
Agent reported a pump replacement due to patient receiving inconsistent relief. Side port study was performed and had indicated that the catheter was working fine. During the surgery, the catheter was found to be kinked due to scar tissue being wrapped around the catheter. Physician removed the excess scar tissue, and the catheter was found to have good flow. There were no issues with the pump, although pump was replaced due to device age. Pump was discarded.